Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer ) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator intermittanly stops flashing

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 29th june 2011. The history log for this device showed that the pad-pak was first installed on the 24th october 2011 and that it had performed to specification up to the (B)(6) 2015. The device was disassembled to investigate and corrosion was observed on the on/off button and shock key. This would indicate the device was subjected to prolonged adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.